Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m52k93. The analysis results found that one ec60 device was returned the handle shrouds slightly separated and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached as to how the shroud became damaged; however, it should be noted that as part of our quality process; each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that prior to a laparoscopic esophagectomy, procedure, after the nurse opened the package, the surgeon found that the handle of the device was crack. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.